Manufacturer narrative:
The device was returned for analysis. The reported positioning problem could not be replicated in a testing environment as it was based on operational circumstances. However, the difficulties are likely related to the observed guide break, which may have occurred due to aggressive manipulation during insertion. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a balloon angioplasty procedure. Reportedly, when pulling the proglide device back to pull the cuffs back against the inside of the arterial wall and the device pulled out of the artery. This was attempted three times with the same device and the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.